Event description:
It was stated that a patient was seeing a warning power-on-reset (por) screen on both the programmer and the recharger. The patient was at the doctor office on (B)(6) 2012 to start a trickle charge. It was stated that the battery was fully charged and was getting the por screen. The patient was at the doctor's office at the time of the report. Further information was requested and if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# n0044934, implanted: (B)(6) 2006. Product type: lead: product ID 377860, lot# n0044934, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).